Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had communication error between server and station. A technical support specialist found station was unplugged from the network and verified that the station was working when the device was plugged back in. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there were errors between the server and the stations; patients did not appear in the pyxis cabinets. They are visible on the server, but not on the stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.